Event description:
It was reported that the implantable pulse generator (ipg) had no data collected. It was determined that there is no atrial lead therefore the "implant detect" needs to be manually turned off. The device was reprogrammed is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.